Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that there was damage to the battery compartment and there was moisture ingress. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation of insulin delivery if the damage impacts the power circuit or cartridge cap.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2016 with the following findings: investigation revealed that the battery compartment was cracked and there was visible moisture corrosion in the battery compartment. Leak testing revealed a battery compartment leak. The pump casing was opened and no further moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.